Manufacturer narrative:
This report is submitted on august 21, 2017. (B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2017, due to the patient experiencing an infection at the implant site. The patient is currently using their processing device on a soft band and will continue to be clinically managed by their healthcare provider.